Event description:
It was reported that when the nurse was conducting the routine inspection before the maintenance, she found there was breaks at 52 cm of the catheter without creases in the condition that the cover of the application was intact. Sample evaluation shows a complete break.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexg2460 showed one other similar product complaint(s) from this lot number.